Event description:
Boston scientific received information that the right atrial lead was explanted due to low out of range pacing impedance measurements below 200 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.